Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed the returned products were visually and dimensionally inspected in accordance with documented procedures were found to be within specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that stem would not seat all the way down on left side. Surgeon broached up to 15mm, they opened 15 stem and it would not go all the way down and sat 1.5 centimeters proud. Removed 15 stem and went back with 15 broach asked to open size 14mm and it fit perfect. No adverse event noted to patient. Attempts were made to obtain additional information; however, none was available.